Event description:
Customer called to report a leak inside the coulter ac.t 5diff autoloader (al). Customer stated that they pulled off a tube while cleaning the filter. Customer reinstalled the tube, but stated that it was loose and leaked approximately 1 milliliter of fluid. Customer stated that there were no patient samples or results affected by the leak, and that customer was wearing personal protective equipment (ppe), including of gloves, at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) inspected the instrument, but did not find any leaks in the instrument. The leak had been repaired by customer prior to the fse's arrival. The fse then verified instrument performance to ensure that the issue was resolved.

Manufacturer narrative:
The root cause for the leak cannot definitely be determined as the instrument leak could not be duplicated by the fse; however, it maybe attributed to the tube being pulled off by customer while cleaning the instrument. The issue was resolved by customer prior to the fse's arrival, and instrument performance was verified during onsite service. (B)(4).